Event description:
The patient contacted animas on (B)(6) 2012 stating that the up and down arrow keypad buttons would stick when pressed. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and cleaned the pump with a dry brush. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up and down arrow keypad buttons were intermittently unresponsive and the ok and contrast buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.